Manufacturer narrative:
The reported field event of no pacing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Device output was noted to be within specification. The cause of the reported loss of output could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported no stimulation was detected during the implant procedure. As a result, the device was explanted. The patient was stable.